Manufacturer narrative:
1038671-2023-00910 d10: optetrak logic tibial insert ps (02-012-35-3009, (B)(6)). Optetrak logic femoral component ps, cemented (02-010-01-0330, 4046141) optetrak logic tibial tray trapezoid, cemented (02-012-41-3030, (B)(6)). The product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00910. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 90 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint laxity, osteolysis, swelling/edema, pain and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.